Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 7fr sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the starclose se clip was deployed without difficulty. While removing the device, there was some resistance and, after removal, it was noted the clip was entangled in the distal portion of the introducer sheath. The sheath appeared to have been a bit too long. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The clip remaining on the distal end of the device and long sheath (stretched) were confirmed. Difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the thumb advancement/sheath split issue; however, the clip remaining at the distal end of the device, difficulty to remove the device, stretched sheath and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.